Manufacturer narrative:
Ey - 9/2/15 - should additional information become available, a supplemental record will be filed.

Event description:
Dealer received a call from his user stating that when the in home therapist pushed the foot end button on the hand pendant they visualized smoke and smelled the smoke. User called the dealer after this happened to report it. At this time the dealer instructed her to unplug the bed and not to use the bed. The dealer informed them that they would get a technician out as soon as they could which would be (B)(6) 2015 first thing in the morning. At the same very time this had happened the user had an electrician at her house he looked at it. Dealer is not aware if he did anything, we just know that the electrician plugged the unit back in to the wall plug. He pushed the foot end button they visualized fire. Not sure how big or small the fire was. The fire was put out not knowing by whom. After this happened they called the dealer again and the dealer instructed them not to operate the bed whatsoever. Instructed if the bed is needed to be operated. To use the manual crank. Dealer has sent out his technician on (B)(6) 2015 first thing a.m. To investigate the situation and to report . Update on (B)(6) 2015: just got a call from my technician. He said where the plug-in for the foot motor into the control box is melted and there is a hole burnt on the box.

Manufacturer narrative:
The expanded evaluation was completed. The complaint of the bed's junction box generating smoke and fire could be neither confirmed nor refuted. Damage to the junction box prevented reproduction of the reported failure mode. However, the junction box showed signs of heat-related damage. All other electrical components on the bed kit were found to be in proper working order.

Event description:
Dealer received a call from his user stating that when the in home therapist pushed the foot end button on the hand pendant they visualized smoke and smelled the smoke. User called the dealer after this happened to report it. At this time the dealer instructed her to unplug the bed and not to use the bed. The dealer informed them that they would get a technician out as soon as they could which would be (B)(6) 2015 first thing in the morning. At the same very time this had happened the user had an electrician at her house he looked at it. Dealer is not aware if he did anything, we just know that the electrician plugged the unit back in to the wall plug. He pushed the foot end button they visualized fire. Not sure how big or small the fire was. The fire was put out not knowing by whom. After this happened they called the dealer again and the dealer instructed them not to operate the bed whatsoever. Instructed if the bed is needed to be operated. To use the manual crank. Dealer has sent out his technician on (B)(6) 2015 first thing a.m. To investigate the situation and to report . Update on 8/11/15: just got a call from my technician. He said where the plug-in for the foot motor into the control box is melted and there is a hole burnt on the box.